Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed case cracked on bottom left. Bottom case's rubber around the case ripped off. Left plunger case cracked. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device is over six years old. Combination of the old-style motor bracket, lead screw and clutch halves. Actions taken to mitigate the reported issue: replaced the motor bracket, lead screw and clutch halves. Performed occlusion test and all functional tests which passed. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.